Event description:
It was reported, the pt had been unable to unstick the button on the pt programmer, and had received and error message several times. It was reported, the control of the stimulation was intermittent. A replacement programmer was sent to the pt. Follow up identified the sjm rep met with the pt and successfully set up the programmer for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.